Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the left eye, the right eye is being reported under manufacturer report (B)(4). Postop information indicates this patient's ucva improved from 20/1000 preop to 20/20 postop, with no residue refractive error. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this reference patient experienced these specific visual disturbances. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).